Event description:
It was reported that a ptca/stent procedure was used to treat a moderately calcified lesion that was located in the left main (lm) artery at the bifurcation of the left anterior descending (lad) and the left circumflex (lcx), using a left brachial approach. Two guide wires were advanced, down the lad and the circumflex, and a "kissing balloon" technique was used; both lesions at the bifurcation were predilated with another company's balloon catheters. Attempts to pass two separate stents was not successful in crossing the anatomy, so the guide wires were exchanged and another balloon dilatation was performed. Another company's stent crossed and was deployed at the bifurcation of the left main and the lcx, overlapping the lad. The crosssail was advanced over a guide wire through the stent strut and was inflated at the lad lesion, while the sds balloon from the deployed stent was used to simultaneously inflate the circumflex lesion. A small dissection was noted at the lad, which was not considered to be serious. The mid lad lesion was predilated and an attempt was made to advance another company's stent through the struts of the already deployed stent, but it was unsuccessful. Angiogram at this point demonstrated recoil of the lad bifurcate lesion, so four add'l inflations of the crosssail were performed at 10 atm. When an attempt was made to withdraw the device, some resistance was felt, and then the device was pulled out. Upon removal, the distal shaft was noted to be separated and was left in the pt; the shaft appeared to have separated at the junction site between the proximal and middle shaft. Angiography confirmed that the balloon had not completely deflated. An attempt was made to retrieve the device with a snare wire, but it was unsuccessful. At this point the pt became symptomatic with chest pain and s-t segment elevation noted on the EKG. Resuscitation attempts were unsuccessful.